Event description:
During an emergency trying to reperfuse a coronary artery, a balloon was placed in the lad. After inflation, the balloon was removed and angiogram was performed. Images revealed the balloon was still in the lad and that catheter had broken. Multiple attempts were taken to retrieve balloon. Ref# mw5090203. FDA safety report ID# (B)(4).